Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 81-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Trans-esophogeal echocardiogram revealed the impella to be shallow in position. The physician advanced the impella 1cm to 87cm and re-secured by touhy valve/lock. The impella still appeared shallow. The physician continued to monitor the patient. No further information was provided.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. D6a and d6b revised from the initial manufacturer device report 1220648-2024-10095 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-10095 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-10095 in accordance with updated procedures. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-10095.